Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, there was a staphylococcus infection at the femoral arterial puncture site 10 days after using an unknown 5f sheath and a 5f mynxgrip vascular closure device (vcd). A culture was performed and the patient was diagnosed with a small bacterial infection. The infection was treated after pressing out the pus and giving antibiotics. The patient did recover. There was no definite evidence of hematoma or pseudoaneurysm. The packaging was opened in a sterile field and the device packaging was not compromised during storage. The hospitals protocols were followed. It is unknown if the patient received prophylactic antibiotics prior to the procedure. This was an inpatient procedure and the patient was under anesthesia during the procedure. It is unknown how the access site was cleaned and maintained post-procedure. It is unknown if the patient is immunocompromised or experienced a recent infection. It is unknown if the patient is a smoker or taking chemotherapy, steroid therapy or tnf inhibitors. The sealant did deploy in the intended location. A non-sterile mynxgrip vascular closure device 5f involved in the reported event was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath was on the catheter, abutting the distal end of the shuttle hub. The sealant was not returned. The advancer tube was on the catheter shaft, abutting the balloon¿s proximal end. The condition of the returned device indicated that the advancer tube may have been withdrawn with the device and that the advancer tube was not maintained in place during the device removal. Per the mynx instructions for used (IFU), device should be withdrawn through the advancer tube lumen. The device was withdrawn through the advancer tube during investigation without any issues. No anomalies were observed. Review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿infection¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be determined. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4).  Please note that patient information, such as age, gender and weight, is unknown.    The device is expected to be returned for analysis; however, it has not yet been returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a staphylococcus infection at femoral arterial puncture site 10 days after using an unknown 5f sheath and a 5f mynxgrip vascular closure device (vcd). A culture was performed; as noted and the patient was diagnosed with a small bacterial infection. The infection was treated after pressing out the pus and giving antibiotics. The patient did recover. There were no definite evidence of hematoma or pseudoaneurysm. The product is being returned for analysis. The packaging was opened in a sterile field and the device packaging was not compromised during storage. The hospitals protocols were followed. It is unknown if the patient received prophylactic antibiotics prior to the procedure. This was an inpatient procedure and the patient was under anesthesia during the procedure. It is unknown how the access site was cleaned and maintained post-procedure. It is unknown if the patient immunocompromised or experienced a recent infection. It is unknown if the patient was smoker or taking chemotherapy, steroid therapy or tnf inhibitors. The sealant did deploy in the intended location.